Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on 06/23/2014.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(6); dexcom reviewed receiver data on 07/10/2014. There were indications of gaps in transmission.